Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use at the time of the event. Patient was undergoing vascular procedure and by restart of the system procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement was not available. Review of the log file showed ui devices warnings. Upon troubleshooting, fse found software issue in geometry module. Fse replaced the geo module in ER and the reinstalled the software. After replacement the system was returned to use in good working order. The cause of the failure could not be conclusively determined by the supplier's part analysis, however the replacement of the geo module in ER by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that some of the geometry movements were unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.